Manufacturer narrative:
The customer reported that a patient death occurred; however, the customer stated that the device was not considered to be a contributing factor in the incident. There was no allegation of a device malfunction and the customer requested assistance obtaining data for retrospective review. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that a patient death occurred; however, the customer stated that the device was not considered to be a contributing factor in the incident.